Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
No reset error alarm was noted and the insulin pump passed the displacement test, self test and reset test. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.